Manufacturer narrative:
A ge rep evaluated the system and repaired the l-arm. System operates as intended. (B) (4)

Event description:
The customer reported the system boots up with a collimator iris pot error. No pt injury was reported.